Manufacturer narrative:
The reason for this revision surgery was an unstable joint, instability. The length of in vivo service was 10.4 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part. The summary of investigations: (B)(4) stability, poor joint (B)(4) infection. This is the first complaint against this lot number. The root cause for the joint instability was reported as the patient's anatomy and possible stress on the joint due to the patient's weight. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to patient having unstable joint, instability due to patient's anatomy, and possible stress on joint (patient was (B)(6) lbs).